Event description:
It was reported that pump experienced malfunction that displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction happened again.